Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to acquire 12 lead ECG during a patient event. There was no negative patient impact.